Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set detached during use. The event occurred while the patient was playing basketball. The patient's blood sugars were not affected. The infusion set was changed out to resolve the issue. No patient injury was reported. See MFR: 3012307300-2016-00438.